Manufacturer narrative:
Per the t:slim x2 user guide, ¿ store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ per the t:slim x2 user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 164 mg/dl, and the meter bg reading was 204 mg/dl. Reportedly, the sensor was not stored according to manufacture labeled recommendation, and customer's hands were not washed prior to testing bg levels for calibrations. No additional patient or event information was available. Customer performed a calibration and cgm readings became accurate.